Event description:
It was reported to philips that the system did not start up, it was stuck at 00:00. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) troubleshot the system and found that the system power off took a very long time. A system reboot was performed however, it did not resolve the issue. The flexvision pc was restarted manually but the issue persisted. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the system and found an issue with the frame grabber card of the flexvision pc. To resolve the issue, the flexvision pc was replaced with its hard drive. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcomes.